Event description:
It was reported that the patient had difficulty charging the ipg and communicating the ipg to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient had difficulty charging the ipg and communicating the ipg to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160 sn:(B)(6). The returned ipg was analyzed, the device was undetectable to rc (remote control) and pc (clinician programmer). It could not be charged. The device was cut open, and the battery measured 1.63 volts. The battery was replaced by an external power source for investigation. The device exhibited excessive sleep current leakage (13.37 ma), a hot spot on u3 asic (application-specific integrated circuit) (28.2 degree celsius). Vh (high voltage) impedance was normal (mega ohm range). The patients database could not be obtained due to the asic damage using an external power source. With all the available information, boston scientific concludes that complaint was confirmed. The device was undetectable by rc/pc after several charge attempts. The device was cut open, and the battery measured 1.63 volts. The battery was replaced by an external power source for further investigation. The patients database could not be obtained due to the u3 asic damage. It was reported that the ipg was not exposed to electrocautery. However, the signature of the damage suggests that the device was exposed to high-voltage transients. Hence, the probable cause selected is unintended use error caused or contributed to event. No escalation is required at this time.